Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the device had a reset and parameter error. Reprogramming was recommended and the device remains implanted.